Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2018-07365. It was reported the patient's drg system stimulation was decreasing without prompting. A company representative met with the patient and upon assessment of the issue, the representative found the patient's lead at l2 showed high impedances on all contacts. X-ray was taken and a potential lead break was suspected. Surgical intervention may be taken to address the issue.